Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 3. The valve was visually inspected; a hole in the underside of the needle chamber was noted, as well as a raised needle guard and biological debris. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve could not be flushed due to the hole in the underside of the needle chamber. The valve was leak tested and leaked from the hole in the underside of the needle chamber. The valve was reflux tested and the valve passed the test. The siphon guard was removed and tested. The valve passed the test. The valve was dried. The valve could not be pressure tested due to the hole in the underside of the needle chamber. The root cause could be for the hole in the underside of the needle chamber is due to user¿s error, possibly a pointed object. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the raised needle guard disc could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a certas plus w/sg (ID: 828806 - certas inlin vlv sphn/unit cat) was implanted via lp. The date of implantation and the initial setting is unknown. The patient started to experience visual hallucination, and he was diagnosed as dementia with lewy bodies. On (B)(6) 2018, spinal stricture which has been caused by compressed fracture of desh and l1 was suggested. From (B)(6) 2019, the patient was experiencing difficulty with walking, incontinence, and loss of motivation was confirmed to be worsen. The valve was removed from the patient on (B)(6) 2019. It is unknown if a new valve was implanted on that day. The removed valve contained blood while removal. No further information was provided by the hospital.